Event description:
This submission is concerning missing alignment pins at one user facility.

Event description:
A nurse was attempting to deliver an infusion of 240 ml of heparin at 8.0 ml/hr and the pump alarmed "bag empty". The nurse noticed that the bag was not empty and cleared the alarm. While the pump was stopped, the nurse stated that the patient was still receiving fluid. The patient was not injured.